Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery a probe had 2 of 4 studs allegedly missing. One stud was recovered by using a grasper and the other was washed out with fluid. The surgery was completed sucessfully with a 10 minute delay and no adverse reaction to the patient.

Manufacturer narrative:
Even though the reported unit was not returned, a tip breaking (electrode ball pin) condition was confirmed through pictures, which two (2) ball pins were observed to be missing from the electrode of a serfas energy 90s accelerator model. The unit from which the electrode ball pins fell off was not returned for evaluation to determine possible root cause for the reported failure, however, the probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. Even though the device history record of the reported unit could not be reviewed since the lot number was not reported, a possible workmanship (assembly) related condition is a less likely to be a contributor based on the line controls and non-conformance report history related to this part number or failure reported. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history could not be retrieved since the unit was not returned for evaluation. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway as this may result in damage to the tip of the probe. The product was not returned for investigation, but due to pictures the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during surgery a probe had 2 of 4 studs allegedly missing. One stud was recovered by using a grasper and the other was washed out with fluid. The surgery was completed sucessfully with a 10 minute delay and no adverse reaction to the patient.